Event description:
It was reported that an infusion of mitotax took less time than expected with a pvc free administration set. According to the report, the drip rate regulator functioned improperly, and the drip rate increased automatically. There was no medical intervention associated with this event and no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned for evaluation; however a retention sample was evaluated. Visual inspection of the retention sample did not reveal any issues. Gravity testing was performed and liquid flowed correctly through the tubing. The condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.